Manufacturer narrative:
Additional information was received and approximately four years and two months after the procedure the patient experienced claudication due to stent occlusion. The event is ongoing and has not been resolved. Originally the patient had a 30 mm aaa device and two limbs, ipsilateral and contralateral, successfully implanted during the study index procedure. No aortic extension was necessary. There were no reported procedural complications. The patient was under general anesthesia. Deployment was made at the anticipated location with successful placement of stent-graft. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. There was no device deficiency and no sac rupture. Estimated blood loss during the procedure was less than < 500 ml and there was no need for a transfusion. The device was not returned for analysis. A device history record review of lot 17247109 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. Limb thrombosis/occlusion in abdominal aortic stent grafts is a known complication associated with varying rates of limb occlusion ranging between 0% and 5% and is listed in the IFU as such. Most of the thrombotic events occur within the first 2 months after evar, and the underlying causes of limb thrombosis are stent-graft kinking and extension of the small-diameter stent graft into the external iliac artery. Recently, it has been demonstrated that limb occlusion can also occur long after evar. The pathophysiological mechanism of late (after 4 to 5 years of follow-up) limb occlusion can be migration and dislocation of an endograft component causing major turbulence of hemodynamics and eventually limb or entire stent-graft thrombosis. Treatment of limb occlusion includes various surgical and endovascular revascularization techniques; the best treatment option depends on the patient's general status as well as on local anatomic changes of the stent graft and excluded aneurysm. In contrast to limb thrombosis after evar, incidentally found mural thrombotic deposits are much more frequent in both first- (20%) and second-generation (17 to 33%) supported endografts. This circumferential layer of thrombotic material is clinically silent and is not associated with potential stent-graft thrombosis or distal embolization. Additionally, there is no difference in survival among patients presenting with mural deposits in their endograft compared with patients without this thrombotic layer. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. Claudication is pain caused by too little blood flow during exercise. Sometimes called intermittent claudication, this condition generally affects the blood vessels in the legs, but claudication can affect the arms. Although it's sometimes considered a disease, claudication is technically a symptom of a disease. Most often, claudication is a symptom of peripheral artery disease, a potentially serious, but treatable circulation problem. Based on the available information there is no evidence to suggest that the event was design or manufacturing related. The DHR reviews does not suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective action will be taken.

Event description:
Additional information was received and approximately four years and two months after the procedure the patient experienced claudication due to stent occlusion. The event is ongoing and has not been resolved. As reported by the insight study, approximately 8 months after the index procedure the patient had a bowel perforation. The patient had a bowel repair and colostomy. The event resolved with sequelae and was determined to be neither related to the index procedure nor the device. Originally the patient had a 30 mm aaa device and two limbs, ipsilateral and contralateral, successfully implanted during the study index procedure. No aortic extension was necessary. There were no reported procedural complications. The patient was under general anesthesia. Deployment was made at the anticipated location with successful placement of stent-graft. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. There was no device deficiency and no sac rupture. Estimated blood loss during the procedure was less than < 500 ml and there was no need for a transfusion.